Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 3 patient samples on a cobas e 411 immunoassay analyzer. Patient 1 had an initial ferritin result of 30.0 ng/ml. The repeat result was 9.2 ng/ml. Patient 2 had an initial ferritin result of 1.1 ng/ml. The repeat result was 1765 ng/ml. Patient 3 had an initial ferritin result of 1.4 ng/ml. The repeat result was 1285 ng/ml. No questionable results were reported outside of the laboratory. The reagent lot is 647252. The expiration date was requested but not provided.

Manufacturer narrative:
The ferritin reagent expiration date is 31-dec-2023. Calibration was last performed on 11-jan-2023. Qc was acceptable on the day of the event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.